Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the implant had perforated the two internal blisters of the package. This was noted after opening the product.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The screw with its packaging is returned and from the returned product evaluation it was determined that screw protruded through the inner and outer cavities and the outer carton was scuffed/worn. The product was manufactured in jan 2009 and the reported issue occurred in (B)(6). The product was in transit or distributor office for 9 years and it's unknown how many times this has shipped in between hospitals. As the customer has not reported outer carton damage, the damage observed on the outer carton may have been caused when the product was sent back for evaluation. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to outside forces during transit or forces due to implant motion during transit. From the received packaging, the damage is consistent with shipping damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.